Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple unexplained pump reboots. During testing, the returned battery cap secured properly to the pump to maintain power. No evidence of moisture ingress was found in the battery compartment. The pump was exercised for 24 hours with no power interruptions observed. The pump case was removed, and no evidence of internal damage or moisture was found. Evidence of the complaint was found in the black box; however, the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.